Event description:
Initially reported by the pt's sister as: "during surgery to remove the device, the drs discovered that I t could not be removed and because of it being grown to her stomach, they had to do a gastric bypass." Follow up conversations with the pt and the dr's office found that the pt also experienced vomiting, esophageal dilatation, obstruction and incorrect placement, no erosion. The dr feels the adverse events are likely a result of the incorrect placement of the device.

Manufacturer narrative:
The product associated with this report will not returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper I. No add'l info has been reported to inamed regarding the serial number. Device labeling addresses some potential consequences of incorrect placement as follows: "obstruction of stoma has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage or pouch torsion." "Over dissection of the stomach during placement may result in slippage or eroision of the band and require reoperation." "The dissection should be the same size as the band or even similar to reduce the possibility of band and/or stomach slippage."